Event description:
It was reported that during implant a pericardial effusion occurred. The right atrial (ra) lead was revised prior to the discovery of the pericardial effusion due a suspicion of one and low sensing values. The right ventricular (rv) lead was moved due to suspected and later confirmed pericardial effusion. The left ventricular (lv) lead was placed but not fixated when the pericardial effusion was noted. The threshold was high and the physician struggled to fixate the lead due to the patient sitting up and thrashing around on the table as well as the patient¿s anatomy. Fixation was abandoned and the lead was passively fixated in the coronary sinus. The final placement had phrenic nerve stimulation in some vectors. The lead was programmed to a vector with appropriate threshold and no phrenic nerve stimulation. Additionally, a partial power on reset (por) occurred on the cardiac resynchronization therapy defibrillator (crt-d) during implant while testing lead impedance. It was noted that the device therapies had not yet been programmed on because the patient had an atrial driven tachycardia arrhythmia during implant that the physician did not want detected or treated. The device was programmed on after. The implant procedure was completed while setting up to drain the effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads and device tested normally the day after the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.